Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, multiple non- sustained right ventricular oversensing episodes were noted. The implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. The patient was seen in clinic later. Programming changes were suggested. No intervention was performed, and the device remains implanted. The patient was in stable condition.